Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the right extension [related manufacturer report number: 1627487-2024-09114] and left extension were explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's extension was discovered to be damaged during an ipg replacement on (B)(6) 2021. Post-operatively, stimulation therapy was restored. Surgical intervention may take place at a later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.